Event description:
It was reported that a 3.5 x 18 mm xience v stent was intended to be implanted in a left anterior descending artery (lad) lesion with heavy tortuosity. The stent was advanced, but was unable to cross the lesion. It still failed to cross the lesion after several attempts and force was applied during the attempt to cross, and the shaft became kinked at a point outside the patient. So, the stent delivery system (sds) was withdrawn and the shaft was noted to have separated into two parts. Resistance with the anatomy was reported during retraction of the device. The separated portion of the shaft remained in the patient anatomy and was retrieved with a snare device. The device was exchanged for another 3.5 x 18 mm xience v stent to finish the procedure successfully. The final patient outcome was reported to be satisfactory. No adverse patient sequela was reported. No additional information was provided.

Event description:
Returned device analysis revealed that the shaft was not separated as reported. Follow-up information confirmed that the correct device was received, but that no shaft separation or intervention occurred as initially reported. Instead, resistance was felt when advancing the device during the crossing attempt. Too much pressure was applied and the shaft became bent. The bend was outside the patient anatomy. The device was withdrawn and exchanged for a 3.5 x 18 mm xience v stent to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.